Manufacturer narrative:
(B)(4). The customer¿s report of leaking at the connection of the syringe to the maxzero valve was confirmed and replicated. Investigational testing showed the leak to be coming specifically from the syringe end components. Visual inspection of the syringe luer revealed that the edges of the barrel surrounding the luer tip were misshapen/bowed and slightly oblong. This area also showed crazing and signs of stress. The definitive root cause was not identified but the probable cause of leaking at the connection of the syringe to the maxzero valve was determined to be an excess of torque applied when attaching the syringe.

Manufacturer narrative:
Concomitant medical products: 3cc bd syringe, bifuse extension set, PICC; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported back up and leaking at the 3cc syringe/connector site of a bifuse extension set connected to a PICC line in the nicu. Fluconazole was also infusing at 37.5 ml/hr on a syringe pump. There was no patient harm reported.